Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Gas loss alarm had occurred where troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced. Troubleshoot performed by iab fill and restarting the pump and by verifying all tubing and connections were secure and appropriate and there was no blood or discoloration in the helium tubing. The nature of alarm and patient conditions are reviewed and explained e of malfunction.

Event description:
It was reported during emergency support program (esp) that the cs300 intra-aortic balloon pump (iabp) unit had rapid gas loss issue. There was patient involvement but no harm reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.